Event description:
Patient reports they had issues with some of the cassettes in their last refill, lot number 6169412/ 71558. Pt reports they had to throw out 2 of the last 4 cassettes they attempted to use because the little portion of tubing that comes out of the cassette was cut or misshaped. Pt reports that they recognized this before mixing their cassette and it did not impact their infusion at all. The pharmacy will dispense an additional 2 cassettes. Pt does not have the cassettes available to return. Pt unable to advise if any additional cassettes have the same issue at this time. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not applicable as no pump issue was reported. Photographs were not provided. Current epoprostenol sdv g-veletri dose: 28ng/kg/min. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? No. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Pt: 4582. Device: 4008. Ref: mw5190029. This report captures cassette medi reservoir #2.